Manufacturer narrative:
The archictect i1000sr, serial # (B)(6) was evaluated it was determined that the trigger cap was damaged, and replacement of the arc sens lvl trg was required, which resolved the issue. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The instrument service history review revealed no additional complaints associated with the customer reported event. A review of tracking and trending did not identify an increase in complaint activity for the arc sens lvl trg with regards to the customer reported event. A review of the manufacturing documentation did not identify any issues for the arc sens lvl trg as it relates to the customer reported event. Labeling was reviewed and was found to address the customer reported event. Based on the available information, no systemic issue or deficiency was identified for the archictect i1000sr, serial # (B)(6) arc sens lvl trg.

Event description:
The customer reported false reactive architect toxo igm and provided the following data: on (B)(6) 2025, sample ID (B)(6) initial result was 5.07 (reactive) and repeat results were 0.05 (non-reactive) and 0.05 (non-reactive). Per the customer discrepant results were not reported out to the medical provider. There was no reported impact to patient management.

Manufacturer narrative:
Complete information from section a1 patient identifier: sid (B)(6). All available patient information has been included. No additional patient details are available. This report is being filed on an international product, list number 01l86-01 that has a similar product distributed in the us, list number 1l86-01 / 40 / 84 / 98, with 510k status of exempt. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false reactive architect toxo igm and provided the following data: on (B)(6) 2025, sample ID (B)(6), initial result was 5.07 (reactive) and repeat results were 0.05 (non-reactive) and 0.05 (non-reactive). Per the customer discrepant results were not reported out to the medical provider. There was no reported impact to patient management.